Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or results in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The svc record indicates that the device was manufactured on 02/24/2005 and has no repair history at zimmer surgical. Eval of the device observed wear to head, control bar and motor sleeve of the device. Prior to repair, the device was outside calibration specification at the zero and 0.0100" thickness settings on the left side. Side to side calibration passed at all tested thickness settings. Lack of preventative maintenance most likely caused the lack of calibration and decreased the accuracy of the device over time, likely causing the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was not cutting the tissue properly. It seems to be tearing when cutting and the depth adjustment was not working. No additional clinical info was received prior to this report. A f/u medwatch will be submitted if additional clinical info is received.